Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited low r-wave amplitude sensing, failure to capture, and oversensing that resulted in two inappropriate shocks. It was found that the right ventricular lead appeared to have been pulled back. While attempting to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low r-wave amplitude sensing, failure to capture, oversensing that resulted in two inappropriate shocks, lead dislodgement, and noise were not confirmed and the complaint of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Final analysis found a retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The cause of the reported event for a helix mechanism issue was due to a retracted helix clogged with blood and an over torqued inner coil at the connector region. No other anomalies were found.